Manufacturer narrative:
Concomitant medical products: product ID: 3777q45, lot# va07lny021, product type: lead. Product ID: 3777q45, lot# va07lny020, product type: lead. Additional information received indicated that the manufacturing site is: (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) reported that no device diagnostics were performed related to the high impedances. No cause of the high impedance was discovered. The high impedances were not resolved. The patient was programmed to avoid using the affected electrodes and the patient seemed to be receiving adequate therapy. The device was still implanted.

Event description:
Additional information from the health care professional of the clinical study reported electrode 8, 9, and 12 were out of range with impedances greater than 10,000 ohms. No signs or symptoms were reported. Device interrogation was done in (B)(6) 2014, (B)(6) 2015, and (B)(6) 2015 and no action was taken. Additionally the health care professional removed electrode 8 and 9 as being out of range. The event was considered ongoing with no further action needed. Etiology was due to the lead and was noted as not applicable to the device or therapy and not related to the implant procedure. If additional information is received on intervention or outcome a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that a clinical study patient had several open electrode pairs. Several electrode pairs were greater than 10,000 ohms. No symptoms were reported. No patient information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included: failed back syndrome.